Manufacturer narrative:
The device was returned and investigated. Visual inspection was performed. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. There was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it was reported by the account that the bdc interacted with the heavily calcified and tortuous anatomy resulting in the failure to advance. Upon further manipulation during attempts to advance the device the hypotube likely kinked and subsequently separated.d9, h3: device returned and available for evaluation device . H6 - type of investigation code 4115 - removed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other nc traveler referenced in is filed under a separate medwatch report number. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was both heavily calcified and tortuous. After an nc traveler 3.5x8 mm balloon dilatation catheter failed to cross due to heavy calcification, the proximal shaft separated. The device was easily removed. Another nc traveler 3.0x8 mm balloon dilatation catheter also failed to cross and the shaft was separated at the proximal end, but was easily removed. The procedure was abandoned and the patient will be kept on medical management. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.